Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was relocated via surgical intervention on (B)(6) 2018 due to pain at the patient's pocket site. Surgical intervention addressed the patient's issue.